Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a report by a consumer from (B)(6) of patient did not wear a mask, used an un-sterile cloth and peritonitis in a patient coincident with dianeal pd2, 1.5% therapy. On (B)(6) 2012, the patient began using dianeal pd2, 1.5% (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, "dianeal dosage was maintained." Per the reporter, on an unspecified date, the patient did not wear a mask and used an un-sterile cloth while performing pd therapy (further details not provided). On (B)(6) 2013, the patient was hospitalized for the peritonitis. On (B)(6) 2013, antibiotic therapy was initiated for the peritonitis using ceftazidime, 1gm daily, ip, and vancomycin,1.5%, 1gm (3 bags-2000ml-3 exchanges-8hrs/day for 14 days). Concomitant therapy was not reported. Per the reporter, the cause of the peritonitis was the patient did not wear a mask and used an un-sterile cloth and was not related to a baxter device or solution. It was not reported whether the patient was re-trained in aseptic technique. The outcome of the peritonitis event was not reported. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the consumer reported a break in aseptic technique described as patient did not wear a mask and used an un-sterile cloth. The assignable cause for the break in aseptic technique is not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: on an unknown date, the patient recovered from the event of peritonitis and was discharged from the hospital.